Manufacturer narrative:
(B)(4)

Event description:
On 05/20/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient presented with chest pain. There was no additional patient information at the time of this report. The patient was not treated on the first I-stat result. The customer states that return product is not available for investigation. (B)(6) there are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/27/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na